Manufacturer narrative:
The investigation was completed on 11-jun-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000345 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Mid-procedure when flushing the sheath, the "valve was pulling air in" and the physician reported resistance in drawing back. They exchanged to continue the procedure successfully. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation on 15-aug-2024 and per the evaluation completion on 28-aug-2024, the hemostatic valve was separated inside the shaft and the shaft was bent. The returned condition of the hemostatic valve was separated was assessed as MDR reportable. The awareness date for this finding is 28-aug-2024. The device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was separated inside the shaft and the shaft was bent. A device history record was performed for the finished device batch number, and no internal actions were identified. The bent shaft and hemostatic valve separation could be related to the resistance with sheath and air flows back issues reported by the customer, the complaint was confirmed. The potential cause of the separation of the hemostatic valve and shaft bent could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance in drawing back¿ issue. In addition, biosense webster inc. Analysis finding of the ¿shaft was bent¿. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿valve was pulling air¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve was separated¿. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the valve was pulling air in issue occurred. Mid-procedure when flushing the sheath, the "valve was pulling air in" and the physician reported resistance in drawing back. They exchanged to continue the procedure successfully. No patient consequence reported. Additional information was received. The sheath was exchanged once this was seen. It was seemingly functioning fine until it was flushed later into the case to advance the catheter again. The resistance in drawing back was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The "valve was pulling air in" issue was assessed as MDR reportable.